Event description:
It was reported that the renasys touch device is unable to create a vacuum although the dressing was positioned correctly. It makes an abnormal sound. It is unknown when this event occurred, if a patient was involved if there was any delay in the procedure and if a back-up was available.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. A visual inspection found no defects. The functional test found no fault, the device performed within expected parameters. As such, we are unable to establish a relationship between the device and the reported event. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event have been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment, the renasys touch device was unable to create a vacuum although the dressing was positioned correctly. It made an abnormal sound. The treatment was completed with a back-up device. No patient harm nor delay reported.